Event description:
Boston scientific received info that this right ventricular lead had exhibited loss of capture and a lead extraction will take place. To date, no adverse pt effects have been reported. Additional info was received that this lead was explanted and successfully replaced.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection.the visual inspection showed cuttings in the insulation which occurred most likely during surgery.in the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.